Manufacturer narrative:
A review of the system logs found that no errors were observed during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. Device history record (DHR) review for the device(s) used during the procedure found no non-conformances were identified to be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, vessel sealer extend, fenestrated bipolar forceps, tip-up fenestrated grasper, large clip applier, sureform 60 stapler, mega suturecut needle driver, monopolar curved scissors, prograsp forceps. A site history review found no complaints were received for the instruments used during the procedure. Review of the stapler logs found that that the sureform 60 stapler (part number 480460-09, lot number l82240124-0064), was installed on the system 7 times and fired 7 reloads (4 blue, 2 white, 1 blue, in that order). On 6 of the installs the stapler firings completed with no pauses for compression. On install 5, the first clamp was incomplete, stopping at about 86% completion. The next clamp was successful, and the firing completed with 9 pauses for compression. After the 7th fire, the stapler was removed and not used again. There were no stapler related errors in the logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient developed a leak from the duodenum staple line following a gastrectomy with gastrojejunostomy reconstruction. Although the procedure seemed to go well with no issues noted during the procedure, the leak developed in the first day postoperatively. How the leak may have occurred is not provided. The patient underwent multiple additional operations and eventually died several weeks after the initial procedure. The cause of death is not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted gastrectomy with gastrojejunostomy procedure, the patient experienced a duodenal leak requiring three additional procedures; the patient ultimately expired on post-operative day (pod) 23. The intuitive clinical sales representative (csr) received information from the site robotics coordinator reporting that the patient received unspecified additional procedures on pod 1, 7, and 22 due to a duodenal stump leak and placement of an abdominal negative pressure wound vac dressing. The surgeon later reported to the csr that during the da vinci-assisted procedure, a sureform 60 white reload was fired that received pauses for compression. The surgeon waited for the pauses, and the reload fire was then completed without complications. The surgeon reported that everything seemed fine with the reload fire and the procedure was continued. The cause of the duodenal stump leak was stated to be unknown. There was no allegation of any issues against any of the da vinci products used during the procedure. Additional attempts to contact the surgeon have not been successful.